Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, prolapse, cystocele and rectocele and mesh was implanted along with the concurrent procedure of hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, urinary/bowel problems and vaginal scarring. It was reported that the patient underwent mesh removal, urethrolysis, and cystoscopy on (B)(6) 2011 due to incomplete bladder emptying and voiding dysfunction. On (B)(6) 2012, a large vulvular lesion was surgically removed an excision of vulva and simple vulvectomy was done. On (B)(6) 2012, the patient underwent implant of tension free tape adjust system. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urgency. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.